Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that indicated an alarm condition. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reports af any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.